Event description:
The laser system has the following problem: chiller n. 2 component not working properly.

Manufacturer narrative:
The problem was due to an internal component failure. After the replacement of this component, the laser system restarted to work. We are unaware about any pt injury.